Event description:
Device was received at service_repair on 24-jun-2024. Upon first investigation, the rondo 3 had a broken housing and a leaking battery.

Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Manufacturer narrative:
Conclusion: during the repair process of a rondo 3 audio processor, a broken battery was detected. The damage to the rechargeable battery, housing parts, circuit board and components inside was most likely caused by strong mechanical stress. There have been no reports of patient injury from contact with leaking electrolyte. This is a final report.

Event description:
Device was received at service repair on (B)(6) 2024. Upon first investigation, the rondo 3 had a broken housing and an open battery.